Manufacturer narrative:
On an unreported date in (B)(6) 2019, the peritonitis event occurred. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event. Cause of peritonitis was unknown. The patient was treated at home with cefazolin sodium (2 times a day) intraperitoneally for peritonitis. At the time of this report, treatment with cefazolin sodium was ongoing and the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.